Event description:
In 2009, the pt/layperson complained that she obtained a 'blood reading as control' message when testing on her onetouch basic enhanced meter the night of the call. This senior medical surveillance specialist spoke with the pt 11/24/09 and obtained add'l info. The pt confirmed that after testing and obtaining the control message rather than a blood glucose result, her hands felt shaky ten minutes later. The pt ate peanut butter on crackers to alleviate the symptom. The pt had not yet taken her evening lantus insulin. Still obtaining the same message when she retested after eating, the pt contacted customer service. The pt does not recall the result obtained along with the word 'contrl'. If the word contrl appears after a blood test, the blood sample was too small, smeared, or another drop was added after the test began. The pt stated the sample was small. The pt also is anemic but does not recall her most recent hematocrit result. The pt has been diagnosed with nonalcoholic cirrhosis so that either she will have a transfusion or splenectomy. This specialist discussed the effects abnormally low hematocrit on the ultra test strips since the pt's meter was replaced with a onetouch ultramini meter and test strips. Because the pt developed a symptom that can be associated with hypoglycemia after testing, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.